Event description:
It was reported the health care provider (hcp) would use screwdriver until hear ratchet; the hcp was still able to remove lead from the neurostimulator (ins). It was not hcp error, was discovered during impedance check. It was reported that during impedance testing all electrodes impedances were high, greater than 4000 and was noted that the lead/screw defective in holding. A communication/telemetry issue and interrogation issue was also reported. The device was not implanted. It was reported that the original ins defective and connection to lead did not work, after multiple attempts; it was replaced with another ins. It was noted that the product issue reported did not resolved. There were no symptoms reported with this event. It was reported later on the day of this call that during a procedure the ins would not work. The screw seemed to be stripped. It was reported 2 days later that patient was doing great. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed the neurostimulator/setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.